Event description:
Responded to a call of a pt in cardiac arrest. Pt was attached to monitor and had a rythm of v-fib. Attempted to shock pt and was unsuccessful. Monitor alarmed to connect cables. Medic reevaluated cable with no success to defib. Pt. Another monitor arrived n scene and pt was in asystole, pt was shocked and went into v-fib. Pt was turned over to ed and pronouced.